Manufacturer narrative:
Investigation under iaca is on going. Prod eval: the cartridge was not returned for eval; however, the lens used in the surgery was returned and visual inspection showed a piece of one of the haptics was torn off and is missing.

Event description:
The facility states that while the surgeon was attempting to advance the model cc4204bf intraocular lens through the model sfc-25 cartridge he lens felt "funny". The facility felt that the lens might become damaged if the lens was completely ejected through the system. There was no pt contact or pt injury. The intraocular lens was a +20.0 diopter lens. The model and lot # for the injector is unk.